Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with palpitations and in backup vvi. The patient was brought in clinic for further evaluation. The patient was experiencing muscle stimulation and palpitations. A backup vvi status did not print. A device image was received for further investigation. A device restoration was performed successfully. All issues were resolved with programming. The patient will continue to be monitored.